Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. H10 additional narrative: added: h5.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to painful knee. Patient had a right total knee replacement 7 years ago. Surgeon could not confirm. Sigma, ps with fixed bearing tray were revised. All components were revised except the patella. During revision the rp crs poly was difficult to reduce. Doi: 7 years ago, dor: jul 15, 2020, right knee.